Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for routine follow-up. Device exhibited post-paced t wave oversensing on the ventricular channel via egm. Patient was asymptomatic. Programming changes were made.